Event description:
On (B)(6) 2010, pt reported ongoing concerns with occlusion (e4) errors and hyperglycemia on primary infusion device. Pt does not believe the infusion device delivers insulin accurately. Pt reported this concern began after starting infusion device approximately 3 years ago. Pt switched to backup infusion device 3 weeks ago and "everything is working perfectly." Recent a1c was 9%, which is higher than normal. Blood glucose has elevated to "hi" on glucometer. Pt would bolus through infusion device as a correction but this would not lower blood glucose. Pt would then give insulin by injection. Blood glucose has decreased to the 50-60 mg/dl range due to insulin correction. Pt would then eat to treat hypoglycemia. Target blood glucose is 100-150 mg/dl. Pt changed the insulin cartridge and infusion set when she had concerns with insulin delivery. There have been no kinks in the infusion cannula. Pt uses two types of infusion set and issue has occurred with both. Pt does not have a lot of scar tissue and rotates side-to-side on abdomen. Time and basal rates were programmed correctly. Adapters and insulin cartridges were used within specification. Insulin was not expired and battery was of correct type. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.